Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and device breakage ("broke coil") in a 24-year-old female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she could not reach me 1 tube so she pulled on coil". The patient's concurrent conditions included muscle spasm, polycystic ovary, rectal hemorrhage, anal hemorrhage, uterine bleeding and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), depression ("depression"), anxiety ("mental anguish"), dermatitis allergic ("rashes all over the body due to nickel allergy"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection ("infections"), hypersensitivity ("allergic reactions"), chest pain ("cause hurt when lay down and breath"), flatulence ("gas pain"), ovarian cyst ("overy had fused to something and 3 cyst"), adnexa uteri pain ("ovarian pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy was done). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device breakage, infection, hypersensitivity, chest pain, flatulence, ovarian cyst, adnexa uteri pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, dermatitis allergic, migraine, headache, allergy to metals and back pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, anxiety, back pain, chest pain, depression, dermatitis allergic, device breakage, flatulence, headache, hypersensitivity, infection, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) she did not claim that essure worsened a previously existing injury/condition. The trailing coil length is 3 coils on the right 4 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; in (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, device breakage, device removal failed and gas pain, ovarian cyst, ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and device breakage ("broke coil") in a 24-year-old female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she could not reach me 1 tube so she pulled on coil". The patient's concurrent conditions included muscle spasm, polycystic ovary, rectal hemorrhage, anal hemorrhage, uterine bleeding and paratubal cyst. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), depression ("depression"), anxiety ("mental anguish"), dermatitis allergic ("rashes all over the body due to nickel allergy"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions") with lip swelling and swelling face, chest pain ("cause hurt when lay down and breath"), flatulence ("gas pain"), ovarian cyst ("overy had fused to something and 3 cyst"), adnexa uteri pain ("ovarian pain"), back pain ("lower back area pain"), procedural pain ("after removal she had bad pain in that area she hurt so bad") and crying ("after removal she had bad pain in that area she hurt so bad and she cry"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy was done). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device breakage, vaginal infection, hypersensitivity, chest pain, flatulence, ovarian cyst, adnexa uteri pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, dermatitis allergic, migraine, headache, allergy to metals, back pain, procedural pain and crying outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, anxiety, back pain, chest pain, crying, depression, dermatitis allergic, device breakage, flatulence, headache, hypersensitivity, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). She did not claim that essure worsened a previously existing injury/condition. The trailing coil length is 3 coils on the right 4 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, device breakage, device removal failed and gas pain, ovarian cyst, ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet received - reporter information updated. Event swelling lips and puffiness face, after removal she had bad pain in that area she hurt so bad and she cry were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and device breakage ("broke coil") in a 24-year-old female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she could not reach me 1 tube so she pulled on coil". The patient's concurrent conditions included muscle spasm, polycystic ovary, rectal hemorrhage, anal hemorrhage, uterine bleeding and paratubal cyst. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), depression ("depression"), anxiety ("mental anguish"), dermatitis allergic ("rashes all over the body due to nickel allergy"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), chest pain ("cause hurt when lay down and breath"), flatulence ("gas pain"), ovarian cyst ("overy had fused to something and 3 cyst"), adnexa uteri pain ("ovarian pain") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device breakage, vaginal infection, hypersensitivity, chest pain, flatulence, ovarian cyst, adnexa uteri pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, dermatitis allergic, migraine, headache, allergy to metals and back pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, anxiety, back pain, chest pain, depression, dermatitis allergic, device breakage, flatulence, headache, hypersensitivity, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) she did not claim that essure worsened a previously existing injury/condition. The trailing coil length is 3 coils on the right 4 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: essure device was successfully occluded ¿concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, device breakage, device removal failed and gas pain, ovarian cyst, ovarian pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event infections nos updated with infection (bladder/urinary tract/vaginal) type: vaginal and concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device breakage ("broke coil") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she could not reach me 1 tube so she pulled on coil". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), infection ("infections"), hypersensitivity ("allergic reactions"), chest pain ("cause hurt when lay down and breath") and flatulence ("gas pain"). The patient was treated with surgery (hysterectomy was done) and surgery. Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, infection, hypersensitivity, chest pain and flatulence outcome was unknown. The reporter considered chest pain, device breakage, flatulence, hypersensitivity, infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded . ¿concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, device breakage, device removal failed and gas pain most recent follow-up information incorporated above includes: on 7-feb-2018: follow-up received via social media. New events gas pain and device removal failed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device breakage ("broke coil") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she could not reach me 1 tube so she pulled on coil". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), infection ("infections"), hypersensitivity ("allergic reactions"), chest pain ("cause hurt when lay down and breath"), flatulence ("gas pain"), ovarian cyst ("overy had fused to something and 3 cyst") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy was done) and surgery (hysterectomy was done). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, infection, hypersensitivity, chest pain, flatulence, ovarian cyst and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, chest pain, device breakage, flatulence, hypersensitivity, infection, ovarian cyst and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded ¿concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, device breakage, device removal failed and gas pain, ovarian cyst, ovarian pain most recent follow-up information incorporated above includes: on 21-may-2018: content from medical records (social media) received. Events ovarian cyst, ovarian pain are added. Reporter & patient details are updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and device breakage ("broke coil") in a 24-year-old female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she could not reach me 1 tube so she pulled on coil". The patient's concurrent conditions included muscle spasm, polycystic ovary, rectal hemorrhage, anal hemorrhage, uterine bleeding and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), depression ("depression"), anxiety ("mental anguish"), rash generalised ("rashes all over the body due to nickel allergy"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection ("infections"), hypersensitivity ("allergic reactions"), chest pain ("cause hurt when lay down and breath"), flatulence ("gas pain"), ovarian cyst ("overy had fused to something and 3 cyst"), adnexa uteri pain ("ovarian pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy was done). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device breakage, infection, hypersensitivity, chest pain, flatulence, ovarian cyst, adnexa uteri pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, rash generalised, migraine, headache, allergy to metals and back pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, anxiety, back pain, chest pain, depression, device breakage, flatulence, headache, hypersensitivity, infection, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, rash generalised and vaginal haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). She did not claim that essure worsened a previously existing injury/condition. The trailing coil length is 3 coils on the right 4 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; in may 2013: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, device breakage, device removal failed and gas pain, ovarian cyst, ovarian pain most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mood swings, depression, mental anguish, rashes all over the body, migraines, headaches, nickel allergy, lower back area pain", reporter, lot number added from pfs. Concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain / sharp pain') and device breakage ('broke coil / broken essure') in a 24-year-old female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation and essure put it". The patient's concurrent conditions included muscle spasm, polycystic ovary, rectal hemorrhage, anal hemorrhage, uterine bleeding and paratubal cyst. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), depression ("depression"), anxiety ("mental anguish"), dermatitis allergic ("rashes all over the body due to nickel allergy / allergy to nickel"), migraine ("migraines"), headache ("headaches") and the first episode of allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 8 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of allergy to metals ("allergic reactions nickel") with lip swelling and swelling face, chest pain ("cause hurt when lay down and breath"), flatulence ("gas pain"), complication of device removal ("she could not reach me 1 tube so she pulled on coil/part of essure in me"), ovarian cyst ("overy had fused to something and 3 cyst"), adnexa uteri pain ("ovarian pain"), back pain ("lower back area pain"), procedural pain ("after removal she had bad pain in that area she hurt so bad"), crying ("after removal she had bad pain in that area she hurt so bad and she cry"), dizziness ("she had dizzy a lot / dizzy often"), hot flush ("she had a hot flashes"), dysgeusia ("metal taste"), pruritus ("skin itch"), genital haemorrhage ("bleeding not stop"), breast pain ("breast hurt") and dysmenorrhoea ("bad cramp"). The patient was treated with surgery (hysterectomy was done and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, the last episode of allergy to metals, vaginal haemorrhage, menorrhagia, dermatitis allergic and genital haemorrhage had resolved and the device breakage, chest pain, flatulence, complication of device removal, ovarian cyst, adnexa uteri pain, mood swings, depression, anxiety, migraine, headache, back pain, procedural pain, crying, dizziness, hot flush, dysgeusia, pruritus and breast pain outcome was unknown. The reporter considered adnexa uteri pain, anxiety, back pain, breast pain, chest pain, complication of device removal, crying, depression, dermatitis allergic, device breakage, dizziness, dysgeusia, dysmenorrhoea, flatulence, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, procedural pain, pruritus, vaginal haemorrhage, vaginal infection, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) she did not claim that essure worsened a previously existing injury/condition. The trailing coil length is 3 coils on the right 4 coils on the left. Still have part of essure in me forever. Patient received treatment for: pain, abnormal bleeding, allergic reaction, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcomes were updated to recovered for: : pain, abnormal bleeding, allergic reaction, bladder/ urinary problem. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain / sharp pain') and device breakage ('broke coil / broken essure') in a 24-year-old female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation and essure put it". The patient's concurrent conditions included muscle spasm, polycystic ovary, rectal hemorrhage, anal hemorrhage, uterine bleeding and paratubal cyst. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), depression ("depression"), anxiety ("mental anguish"), dermatitis allergic ("rashes all over the body due to nickel allergy / allergy to nickel"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 8 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions nickel") with lip swelling and swelling face, chest pain ("cause hurt when lay down and breath"), flatulence ("gas pain"), complication of device removal ("she could not reach me 1 tube so she pulled on coil/part of essure in me"), ovarian cyst ("overy had fused to something and 3 cyst"), adnexa uteri pain ("ovarian pain"), back pain ("lower back area pain"), procedural pain ("after removal she had bad pain in that area she hurt so bad"), crying ("after removal she had bad pain in that area she hurt so bad and she cry"), dizziness ("she had dizzy a lot / dizzy often"), hot flush ("she had a hot flashes"), dysgeusia ("metal taste"), pruritus ("skin itch"), genital haemorrhage ("bleeding not stop"), breast pain ("breast hurt") and dysmenorrhoea ("bad cramp"). The patient was treated with surgery (hysterectomy was done and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device breakage, vaginal infection, hypersensitivity, chest pain, flatulence, complication of device removal, ovarian cyst, adnexa uteri pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, dermatitis allergic, migraine, headache, allergy to metals, back pain, procedural pain, crying, dizziness, hot flush, dysgeusia, pruritus, genital haemorrhage and breast pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, anxiety, back pain, breast pain, chest pain, complication of device removal, crying, depression, dermatitis allergic, device breakage, dizziness, dysgeusia, dysmenorrhoea, flatulence, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, procedural pain, pruritus, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) she did not claim that essure worsened a previously existing injury/condition. The trailing coil length is 3 coils on the right 4 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- metal taste, skin itch. Reporter information were added.fu-up 11 12 1314 15 16 17 processed together. On 20-mar-2020: social media : reporter added fu-up 11 12 1314 15 16 17 processed together. On 20-mar-2020: social media documents revived, new reporter added , fu-up 11 12 1314 15 16 17 processed together. On 16-apr-2020: quality safety evaluation of ptc. Fu-up 1314 15 16 17 processed together on 23-mar-2020: social media documents revived, new reporter and event bleeding not stop added,fu-up 11 12 1314 15 16 17 processed together. On 23-mar-2020: social media documents revived, new reporter and event breast hurt, bad cramp added ,fu-up 11 12 1314 15 16 17 processed together. On 23-mar-2020: social media documents revived, new reporter,fu-up 11 12 1314 15 16 17 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and device breakage ('broke coil') in a 24-year-old female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation and essure put it". The patient's concurrent conditions included muscle spasm, polycystic ovary, rectal hemorrhage, anal hemorrhage, uterine bleeding and paratubal cyst. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), depression ("depression"), anxiety ("mental anguish"), dermatitis allergic ("rashes all over the body due to nickel allergy"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 8 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions") with lip swelling and swelling face, chest pain ("cause hurt when lay down and breath"), flatulence ("gas pain"), complication of device removal ("she could not reach me 1 tube so she pulled on coil/part of essure in me"), ovarian cyst ("ovary had fused to something and 3 cyst"), adnexa uteri pain ("ovarian pain"), back pain ("lower back area pain"), procedural pain ("after removal she had bad pain in that area she hurt so bad"), crying ("after removal she had bad pain in that area she hurt so bad and she cry"), dizziness ("she had dizzy a lot") and hot flush ("she had a hot flashes"). The patient was treated with surgery (hysterectomy was done and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device breakage, vaginal infection, hypersensitivity, chest pain, flatulence, complication of device removal, ovarian cyst, adnexa uteri pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, dermatitis allergic, migraine, headache, allergy to metals, back pain, procedural pain, crying, dizziness and hot flush outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, anxiety, back pain, chest pain, complication of device removal, crying, depression, dermatitis allergic, device breakage, dizziness, flatulence, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). She did not claim that essure worsened a previously existing injury/condition. The trailing coil length is 3 coils on the right 4 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, device breakage, device removal failed and gas pain, ovarian cyst, ovarian pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received event "she had a hot flashes, she had an ablation and essure put it, she had dizzy a lot" were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device breakage ("broke coil") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), infection ("infections"), hypersensitivity ("allergic reactions") and chest pain ("cause hurt when lay down and breath"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, infection, hypersensitivity and chest pain outcome was unknown. The reporter considered chest pain, device breakage, hypersensitivity, infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, device breakage. Most recent follow-up information incorporated above includes: on 22-nov-2017: follow-up received via social media. New events: cause hurt when lay down and breath and broke coil were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy was done). Essure was removed. At the time of the report, the pelvic pain, infection and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.